Manufacturer narrative:
(B)(4). Date sent: 10/25/2021. Per the ethicon medical safety officer: would not fire & damaged handle would not reasonably be expected to cause or contribute to the ae based on the information available. If the device would not fire, there would be neither stapling nor cutting of the tissue. In addition, if the device would not fire on the tissue and there would be neither opportunity nor expectation of any tissue trauma. The user would opt for another similar or alternative device or a different surgical technique to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2021. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows two devices from top view with a green reload loaded each device and both devices can be seen with the trigger broken. In addition, one of the reloads shows with all staples protruding observed on the right side. This condition is due to an incomplete fired. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Why did they make the decision to divert to a colostomy? What handle broke for each device? Device 1 ¿ firing trigger or closing trigger? Device 1: was this a single firing or were multiple firings needed? Was the cartridge that was used the cartridge that is pre-loaded in the device or was the device reload with a new one? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the procedure, the stapler did not activate and did not perform the closing, it broke when force was used on it, another one was used and the same issue happened again. Medical report: during a recto-sigmoidectomy procedure when trying to staple the rectum with the contour stapler, the same did not perform the closure. We cleaned the rectum again to the point that it was totally free and even, so the stapling was not activated. We used so much force that the handle broke. We repeated the procedure with another device and the defect was repeated. The defect caused a burden on the patient, requiring a colostomy. Adverse event: colostomy.

Manufacturer narrative:
(B)(4). Date sent: 07/19/2021. D4: batch # u5er58. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage and with a reload loaded. The reload was a received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The reload lockout was not engaged; this is correct since reload still had staples. The device was tested for functionality with a test reload and using a screw driver as a closing lever. The device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event reported was confirmed and it is related an improper use of the device. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.